Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to the water and had a blank display. The customer's blood glucose level was 132 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to severely corroded electronic assembly. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Device received with moisture damage on motor assembly and severely corroded force sensor assembly.